Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred, and the reset button was not displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device continued operating, and there was no impact to the ventilation functionality. The device was eventually replaced with another ventilator. There was no reported delay in therapy nor medical intervention. The customer called technical support to report that at a 1104 "backup alarm failed" alarm error occurred, and the reset button was not displayed. The manufacturer's product support engineer (pse) evaluated the device, and while the reported issue could not be confirmed during an operational check, the pse did in fact find that the 1104 error code was logged in the event log. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventive measures, cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. The technician verified that the 1104 error code occurred multiple times in the event log, but it could not be duplicated during the bootup of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and found that both alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. Ls1 resistance showed a solid 397k ohms, verifying that ls1 was not shorted or open. The technician verified that ls1 (secondary speaker) functioned as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Additionally, the technician purposely generated an alarm condition by temporarily disconnecting the pprox tube from the pprox port of the stb and verified that the alarm for pprox generated as expected. No problem was found.